Event description:
It was reported that a malfunction occurred with the customer's pump, indicated by malfunction code 0-0x277d. There was no available information on the impact to the customer's blood glucose level, as the customer declined to provide this information. The customer had already reset the pump within the last 24 hours, and technical support confirmed the need for a pump replacement, which was within warranty. Customer declined to provide backup method of insulin therapy.